Manufacturer narrative:
Plant investigation: an actual sample was returned to the manufacturer for physical evaluation. An exterior visual inspection was performed and no signs of physical damaged was found. A simulated treatment was performed and completed successfully. System air leak test passed. Valve actuation test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions or defects that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. During review of the patient¿s treatment records the patient drained 3738 ml during drain three. This volume is 208% of the 1801 ml. During follow up the nurse stated the patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient has been able to continue pd therapy with no further issues. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. The reported symptom ¿iipv (dv greater than 200% of fv)¿ was not confirmed. An external and internal visual inspection was performed with no physical damage or discrepancies noted. A simulated treatment was performed. The weighed fill volume verification passed. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.